Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited oversensing resulting in inappropriate high voltage therapy. It was noted that the right atrial lead also exhibited oversensing. The atrial lead and tachycardia therapies were programmed off. Fluoroscopy revealed that the leads were fractured. On (B)(6) 2018, the right ventricular lead was capped and the right atrial lead was partially capped. Both leads were replaced. Patient was stable.

Manufacturer narrative:
A partial lead with the connector pin measuring 25.4cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
Correction: the awareness date for manufacturer report number 2017865-2018-15524 should have been 11/29/2018 rather than 10/14/2018.